Event description:
It was reported via repair work order that both right and left siderails could not be locked in the up position, both left and right latching spindles were twisted and bent, and the right toprail was broken at the mounting flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.